Manufacturer narrative:
D9: complainant reported the pump is not available for return.

Event description:
An impella cp was placed via the femoral artery to support the 73-year-old male patient who had been admitted in with diagnosis of acute myocardial infarction and cardiogenic shock, in scai stage e shock. Any other underlying comorbidities were not shared. After the pump was placed the patient was transferred into the ICU and was seen to have a large access site bleed around the introducer sheath. The troubleshot by manual hold, dressing changes, and placement of a femstop. They tightened the perclose closure device but, the bleeding only slowed, it did not stop. The patient was given 1 unit of blood back. The medical team had anticoagulation and antiplatelets on board, which may have contributed to the blood loss, as seen by the high act of 360seconds. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump was supporting and on the day of insertion the echo imaging revealed the pump to be in poor position, as it was too deep within the left ventricle. The team therefore notified the physician for pump repositioning. On the 2nd day of the support the team made the choice to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Corrected information has been provided in b5, d1 and h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3, e4. Corrected: d4 (serial). Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 73-year-old male patient who had been admitted in with diagnosis of acute myocardial infarction and cardiogenic shock, in scai stage e shock. Any other underlying comorbidities were not shared. The pump was supporting and on the day of insertion the echo imaging revealed the pump to be in poor position, as it was too deep within the left ventricle. The team therefore notified the physician for pump repositioning. On the 2nd day of the support the team made the choice to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.